Event description:
Device intended to block clots failed to deploy when inserted in vena cava. Did not expand as per manufacturer's instruction booklet. No further manipulation of device performed. The device was not retrieved.